Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt the right ventricular lead could not be implanted because the helix did not extend even with multiple placement attempts. The lead was used for access resulting in a breach in the insulation. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the right ventricular lead could not be implanted since helix did not extend even with multiple placement attempts. The lead was used for access with the resulting breach in insulation. No patient complications have been reported as a result of this event.